Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 18f sheath and the (aaa) procedure was completed. Reportedly, at end of the procedure, the suture of the first proglide device (placed at 10 'o' by clock) came out from the groin while pulling the procedural sheath out. The knot did not form [loose]; therefore, the suturing could not be done. The use of the second successfully placed device was abandoned, and a vascular surgeon was called in to perform a cut down to close the access site and achieve hemostasis. No tissue damage was noted. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 18f sheath and the (aaa) procedure was completed. Reportedly, at end of the procedure, the suture of the first proglide device (placed at 10 'o' by clock) came out from the groin while pulling the procedural sheath out. The knot did not form [loose]; therefore, the suturing could not be done. The use of the second successfully placed device was abandoned, and a vascular surgeon was called in to perform a cut down to close the access site and achieve hemostasis. No tissue damage was noted. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported loose knot could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. Based on the information reviewed, there is no indication a product quality issue.